Manufacturer narrative:
Product ID: 3889, product type: lead.

Event description:
The be (basic evaluation - day 3, date of procedure (B)(6)) patient reported that she was experiencing pain on opposite side of activated lead. Follow up information from the healthcare provider (hcp) received on 2016-06-03 stated that the patient went through an x-ray and multiple reprogramming sessions to troubleshoot the pain they were feeling on the opposite side of activated lead. It was determined that there was traumatic damage to the lead and external neurostimulator (ens) at site of insertion between the two components which occurred as a result of a man falling on the patient. There was no indication if any interventions were taken or are planned. Indication for implant is unknown.